Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device remains implanted; therefore, physical as well as a functional evaluation could not be performed. However, headache is a known risk associated with endovascular procedures and is noted as such in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that during the stent assisted coil embolization procedure, the patient experienced headache which resolved without residual effect the next day. Post procedure the patient was assessed having a mrs of 0. Also, the aneurysm occlusion status post procedure was assessed as complete obliteration, no opacification of the aneurysm or neck, (leaving neck to preserve branch is considered modified class I). The study facility assessed the headache as being possibly related to the stent and procedure; however, unknown to the implanted coils (subject device) and microcatheters. During follow up visits at 2, 6, and 12 months post the index procedure, the patient was assessed having a mrs of 0. No further information is available.

Manufacturer narrative:
This is 5 of 12 emdr reports filed for this event (9 coils and 3 microcatheters). The subject coil remains implanted.

Event description:
It was reported that during the stent assisted coil embolization procedure, the patient experienced headache which resolved without residual effect the next day. Post procedure the patient was assessed having a mrs of 0. Also, the aneurysm occlusion status post procedure was assessed as complete obliteration, no opacification of the aneurysm or neck, (leaving neck to preserve branch is considered modified class I). The study facility assessed the headache as being possibly related to the stent and procedure; however, unknown to the implanted coils (subject device) and microcatheters. During follow up visits at 2, 6, and 12 months post the index procedure, the patient was assessed having a mrs of 0. No further information is available.